Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. There was no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. There was no sample returned, therefore, the condition of the product could not be verified. Revision is a common procedure the surgeon performs when iop rise. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma filtration device (gfd) implant procedure, a patient had an increase of intraocular pressure (iop) and a bleb revision was performed. The ophthalmologist indicated that a suture lysis should have been done at the early stage. Additional information was provided by the surgeon, who reported that there was no causality between the filter bleb revision and the gfd. There was no reason provided as to what may have caused or contributed to the increased iop requiring a bleb revision. Additional information has been requested.